Event description:
It was reported that one of the cassettes was not working. No patient injury was reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Manufacturer narrative:
Corrected data: h3: correction: report source: other / mw5106985. H5: correction: labeled for single use: yes.